Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4)- system 1 - performa test strips - lot number - 475807, (B)(4)- system 2 - performa test strips - lot number ¿ unknown.

Event description:
Customer reportedly received the following results on performa meter, within 10 minutes using two different vials of test strips, one from his vial and one from a friend: 80 mg/dl (system 1) and 500 mg/dl (system 2). No adverse event reported. Customer's friend's test strips will not be returned.